Event description:
(B)(4). I've had continuous hair loss since the first 48 hours of my procedure along with bloating sharp pain in left side of abdomen and forgetfulness. Insurance covered total cost of implantation.